Manufacturer narrative:
(B)(4). Batch number: r58064. Investigation summary: the analysis results found that one plee60a device was returned with the anvil bent upwards and without a reload present. No functional test was performed due the condition. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: did the device deliver any staples? Yes. If yes, were the staples formed properly? Yes. If yes, was the staple line complete? Yes. Did the device cut? Yes. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No. Was there any difficulty opening the device? No. After speaking with the office staff, I was informed that the stapler worked properly during firing. It was noticed before putting into the patient while trying to close the jaws before inserting into the patient that the anvil had bent on some thick tissue before firing. No harm was done to the patient and there was no mis aligned staple formation.

Event description:
It was reported that during an unknown procedure the device misfired. The procedure was completed using a like device. No additional information was available at the time of the call. There were no patient consequences reported.